Manufacturer narrative:
(B)(4): the tip of the center shaft has broken at the weld where it meets the main portion of the shaft. There are no obvious signs of defect in the weld however the tip portion was not returned for evaluation.

Event description:
It was reported that the distal portion of the driver broke off during use in surgery and won't stay locked onto sleeve. No patient complications were associated with the event.